Manufacturer narrative:
(B)(4). It was later confirmed by the customer that because the device is not field serviceable that it was permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a preventative maintenance (pm) on their device, it would not display the paddles lead ECG waveform and would continually prompt to "connect electrodes." The biomedical engineer confirmed that the analyzer he was using worked properly with other devices. As a result, this unit may not be able to detect that a patient was connected which could prevent defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.